Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and "allergic type symptoms" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of hypersensitivity and edema.

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra and unspecified juvederm voluma. Patient developed swelling and "allergic type symptoms." Patient was treated with prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID#3005113652-2015-00381 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm ultra, also a device manufactured by allergan.